Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 365 laser fiber was used in a ureteroscopy procedure in the ureter performed on (B)(6) 2019. According the complainant, during procedure, the laser fiber broke. The procedure was completed with another flexiva 365 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.